Manufacturer narrative:
Evaluation of the returned lighting confirmed a system error. The system error indicated inability to open the valve, likely due to the presence of blood within the lightning housing. If a strong positive pressure is applied to the lightning tubing, the unit may leak causing damage to the internal electrical components. If fluid leaks within the unit it may also cause the unit to indicate a system error. Further evaluation resulted in the system error resolving itself and the lightning to function as intended clearing the blood from within the tubing. This may have been possible due to the internal electrical components drying during shipment back to penumbra. Penumbra lightning units are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lightning aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, while using the lightning and the cat12, the lightning clogged and the indicator light on the lightning unit turned red. Therefore, the physician disconnected the lighting and occluded the tip of the lightning with his finger and intermittently removed it; however, this was unsuccessful. Next, the physician placed the lightning in water and tapped the end with his finger; however, it was also unsuccessful. Then, the physician straightened out the lighting but it was once again unsuccessful. Lastly, the physician used a three way stop cock with a 60 cc syringe to flush the lightning with saline solution. However, this was also unsuccessful; therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.